Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the first ablation was completed successfully. When the device was pulled 1 centimeter out, the ablation was performed again. The break did not enter smoothly and the resistance value was unstable, so ablation was stopped once according to the doctor¿s judgment. The device was hot to touch and when confirming the needle, the part of the insulation film pealed off. A dimon needle was used to complete the procedure. It was unknown if there was any part of the device that completely disengaged into the patient's cavity. A burn injury was confirmed and it was stated that the patient went to a round of dermatology visit and the outcome was unknown. The degree of burn was unknown.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection found the clear insulation on the needle was damaged. The reported condition was confirmed. The hole was most likely caused by the needle contacting the guiding needle. The device failed hipot testing. The investigation identified the root cause of the reported event to be the needle contacting the metallic guiding needle. If information is provided in the future, a supplemental report will be issued.